Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 20 mm in diameter. The right common iliac artery was 9mm and the left common iliac artery was 10mm in diameter. It was reported that the patient presented with left limb claudication. It was discovered that the left iliac artery was occluded from its origin at the bifurcation device however, unknown if the occlusion extends into the left iliac limb. The cause of the claudication may have been due to a clamp injury at the femoral access site during the original implant. The patient is scheduled for a fem-fem bypass in the near future. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); caused by another drug/device (clamp injury at the femoral access site during the original implant). Conclusion: operational context contributed to event (clamp injury at the femoral access site during the original implant).